Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the moderately tortuous, heavily calcified, 80% stenosed, de novo, proximal left anterior descending (lad) artery after multiple pre-dilatations with a 2.5 x 15 mm non-abbott balloon dilatation catheter (bdc) and non-abbott nc balloon up to 20 bar, the 3.0 x 18 mm xience alpine stent delivery system was advanced, but met anatomical resistance and the proximal shaft kinked and separated close to the hub connector. Additional pre-dilatation with a 3.0 x 15 mm non-abbott nc balloon was completed up to 20 bar and a 3.0 x 23 mm xience alpine stent was successfully implanted. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent information received noted that the 3.0 x23 mm xience alpine stent delivery system failed to cross the lesion and the proximal shaft became separated. A 3.0 x 18 mm xience alpine stent was successfully implanted. No additional information was provided.